Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was oversensing atrial activity on the ventricular channel resulting in pacing inhibition for a dependent patient. As a result of the pacing inhibition the patient became syncopal. The blanking period after atrial activity was extended but did not resolve the issue. The ventricular sensitivity was modified to maximum sensitivity which improved the oversensing but did not eliminate it. The physician reported that there were no problems with lead placement based on x-ray imaging. The patient was monitored overnight in the hospital and discharged the following day. No surgical intervention was performed and the device remains in service.